Event description:
It was reported that they were having an intermittent issue where images are blurry, causing the patient to be rescanned. It was determined that the c-arm signal cable needed to be replaced. Once this was done the unit is working as intended.